Manufacturer narrative:
H6: code-213: a review of the manufacturing records indicated the device met pre-release specifications.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019 the patient presented with a thoraco-abdominal aneurysm which was treated with a 4-branched endovascular graft (cook). It was planned to implant a gore® viabahn® vbx balloon expandable endoprosthesis in the left renal artery as a bridging stent in order to maintain further blood flow to the left kidney. It was stated that all other visceral arteries were treated with fluency stents (bard). During a control angiography taken during the procedure it was noticed that the viabahn® vbx endoprosthesis has lost seal at the distal side. It was stated that the viabahn® vbx endoprosthesis was still tightly connected to the branch. They decided to postpone the revision. On (B)(6) 2019 an additional procedure was performed to reline the viabahn® vbx endoprosthesis. They tried to pull the viabahn® vbx endoprosthesis distally, out of the branch, but they failed. Then they used a outback catheter to punch a hole into the eptfe of the viabahn® vbx endoprosthesis. Then they dilated it with a balloon. After this they used an oscor sheath and a rosen guidewire to place another viabahn® vbx endoprosthesis in the distal left renal artery and deployed it successfully. It was stated that during this procedure a side branch of the left renal artery was covered intentionally. Therefore a small part of the left kidney was no longer supplied with blood. Reportedly the patient is doing well.